Event description:
Customer reported that the alarm has no power. It was tested with new batteries. No other damages reported. There was no pt incident of injuries reported. The customer did not know when the issue was discovered.

Manufacturer narrative:
Eval results: eval of the returned unit found that the battery door is missing, the battery springs are bent and offset, battery leakage residue on the battery spring attached to black battery wire, the liquid label is partial but shows moisture exposure, one screw on the back of the case is rusted, the bottom right corner of case is chipped, the rj-11 receptacle molding is chipped and the case is cracked around both sides of battery door. Unit cannot be powered up without a battery door but powers up when using a test door and new battery. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Never immerse in liquid. Avoid excess moisture or high humidity that may damage product materials. (B)(4).